Manufacturer narrative:
Additional information: e1: field should reflect physician name additional information: a4: field should reflect new information of patient weight.

Event description:
New information received notes that mechanical damage to the lead was noted.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed noise, high pacing impedance and fracture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, fracture, and high pacing impedance were confirmed. As received, a partial lead was returned in three pieces. Visual and x-ray examinations found the outer coil appeared to be fractured at the middle portion. A scanning electron microscope evaluation verified all filars of the outer coil were fractured at the middle region. The cause of the reported events was due to fractured outer coil consistent with bending fatigue.